Event description:
The manufacturer received a work order reporting that the ds auto CPAP device had an allegation of faulty equipment, disposable ultra-fine filter and reusable pollen filter faulty. During the evaluation of the device, the third-party service center visually inspected the device and confirmed the customer¿s complaint. The service technician observed melted filter.